Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary procedure. The procedure was completed as planned by repressing the footswitch. It was reported to philips that wired footswitch was getting jammed. Review of the logfile shows problem with the wired radiation trigger in examination room. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that there was a problem with the wired radiation trigger in the examination room and need to be replaced. Rse requested onsite support for further troubleshooting. The philips field service engineer (fse) went onsite to check the system and found an issue with footswitch microswitches. To resolve the issue, fse replaced wired footswitch. The defective component was returned for analysis, for footswitch, malfunction was observed as three anti slip rubbers were missing. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the wired footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.